Event description:
(B)(4). Same case as MDR# 2134265-2013-03226. Patient had two taxus express2 stents implanted in the proximal left anterior descending artery (lad) in (B)(6) 2008. It was reported that post a stenting treatment procedure, the patient experienced restenosis and stable angina. (B)(6) 2012 - the patient presented with stable angina and was hospitalized. Coronary angiograph revealed that the mid lad was stenosed. (B)(6) 2012. The patient presented with stable angina. The 75% stenosed target lesion was 20 mm long with a reference vessel diameter of 2.5 mm, in the mid lad. The physician implanted an unspecified promus element stent in the lesion.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported: in (B)(6) 2008, a de-novo lesion located in the prox lad with a reference vessel diameter of 2.50 mm, a length of 20.0 mm and 90% stenosis was treated with pre-dilatation, deployment of a 2.50x24 mm taxus express 2 stent and a 3.50x12 mm taxus express 2 stent and post-dilatation. Residual stenosis became 25% and timi flow grade remained 3. The patient was discharged the next day with no complications on plavix and bayaspirin.